Event description:
Reporter indicated that the pt's magnet was no longer helping to abort seizures as it had before. Info was later received that the magnet was no longer initiating stimulation periods, because the magnet was cracked. The magnet was discarded and thus will not be returned for analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.